Event description:
O2 saturation turned off during the procedure. Biomed has been made aware of the ongoing issue. It was determined that the vs machine is at end of life. Biomed attempted to get a loaner vs machine but was unable to get one. Extra o2 sat modules were brought in by biomed to see if it will help the issue. The loaner modules work a little better than the older one but the o2 sat drops off intermittently. A second vs machine that does not stream data into epic is kept in the room and used to monitor the patient's o2 sat.